Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.